Manufacturer narrative:
Section h10: (h3) the broken reamer reported was likely the result of the reamer experiencing high loads possibly during off-axis reaming and/or contact with hard bone which led to brittle fracture of the blades.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure on a male patient, the reamer broke while reaming the glenoid. All pieces we retrieved and verified by x ray. No time was added to the case and the patient wasn¿t harmed. Patient was last known to be in stable condition following the event. Device to be returned.